Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, a loss of capture was noted on the right atrial (ra) lead. The ra lead was repositioned multiple times resulting in the helix failing to extend. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3 and h6. The reported were events inadequate capture threshold and helix failure to extend/retract. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but found internal shorts at the connector region consistent with procedural damage. The reported event of helix failure to extend/retract was confirmed. Visual inspection found the helix fully extended and clogged with blood x-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the partial lead (distal), cleaning the distal portion and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length measured within specification. The cause of helix failure to extend/retract was isolated to the helix being clogged, blood in coil and over-torque of the inner coil.